Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 558-559 mg/dl with high ketones. Customer administered a manual injection of insulin prior to going to the ER in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while in the ER, and was released from the ER 5 hours later with no permanent damage. The cause of the high bg was unknown. A system check was performed by tandem technical support and determined that the cartridge and infusion set was in use for 5 days. Tandem technical support educated the customer on cartridge and insulin labeling. The pump was determined to function as intended.